Manufacturer narrative:
Device received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm with open book image. The customer stated that insulin pump was fell into bathtub and there was error message and and insulin pump had red x pointing towards a book. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.